Event description:
It was reported that pump experienced malfunction alarm with code and fault indicator, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump and load cartridge, successfully cleared malfunction, and was advised to continue using pump and to call back if issue recurred, with no further assistance requested.